Event description:
Patient 2: it was reported by the customer that a portion on the catheter broke off and remained in the pleural cavity. Verbatim: per our conversation earlier today we have had two separate incidents involving the plurex catheters, specific to their removal. On two separate patients (in two different hospital locations) we had a portion of the catheter break off and remain in the pleural cavity. One patient was end of life and it was decided the outcome was not worth the risk and it was left in the patient. The other patient did have to have the catheter surgically removed. Per email 04/11/2023. Please answer the following questions: ¿ were any samples and/or pictures of the issue available? ¿ no, both products were disposed of. ¿ how long did the patients have the catheters in place? ¿ is the lot number available for the other device? ¿ the other device was not placed at our facility so we do not have the lot# for it. ¿ is the date of events available? ¿ both happened on 4/3. ¿ there was a mention that it happened at two hospitals, is the name of the other facilities available? One happened at our main campus and the other at our (B)(6). - lot number associated with patient number one and number two broken catheter. - patient number one- per event description - one patient was end of life and it was decided the outcome was not worth the risk and it was left in the patient. Lot number 0001500525. - patient number two- the other patient did have to have the catheter surgically removed.¿ not placed at our facility therefore we do not have lot #. Per email 04/13/2023 : patient 2 who did not have their pleurx originally placed at ku was able to get the catheter remnants removed by ir staff the same day they were there for the removal as there was enough catheter near the insertion site for us to do a minor cutdown and successfully retrieve the rest of the catheter.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a24 patient problem code: (B)(6). H3 other text : see manufacture narration.

Event description:
It was reported by the customer that a portion on the catheter broke off and remained in the pleural cavity. Verbatim: per our conversation earlier today we have had two separate incidents involving the plurex catheters, specific to their removal. On two separate patients (in two different hospital locations) we had a portion of the catheter break off and remain in the pleural cavity. One patient was end of life and it was decided the outcome was not worth the risk and it was left in the patient. The other patient did have to have the catheter surgically removed. Per email (B)(6) 2023 please answer the following questions: were any samples and/or pictures of the issue available? No, both products were disposed of. How long did the patients have the catheters in place? Is the lot number available for the other device? The other device was not placed at our facility so we do not have the lot# for it. Is the date of events available? Both happened on 4/3. There was a mention that it happened at two hospitals, is the name of the other facilities available? One happened at our main campus and the other at our indian creek site in overland, park - lot number associated with patient number one and number two broken catheter. Patient number one- per event description. One patient was end of life and it was decided the outcome was not worth the risk and it was left in the patient. Lot number 0001500525. Patient number two. The other patient did have to have the catheter surgically removed.¿ not placed at our facility therefore we do not have lot # per email (B)(6) 2023 : patient 2 who did not have their pleurx originally placed at ku was able to get the catheter remnants removed by ir staff the same day they were there for the removal as there was enough catheter near the insertion site for us to do a minor cutdown and successfully retrieve the rest of the catheter.